Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the touchscreen on the vela ventilator was unresponsive. The customer reported there appeared to be water droplets underneath the screen and that it is freezing up. The customer later reported that there was no patient involvement.